Manufacturer narrative:
During the eval of the device at the MFR's service center, the tech determined that the device had been dropped. The tech found that an internal tubing was disconnected causing a "service required" alarm and the reported low pressures. The device's tubing was reconnected to address the issue. Several other components including the device's enclosure were replaced to address the damage caused by the drop.

Event description:
The MFR received info alleging a ventilator was delivering lower pressure than expected. There was no harm or injury reported.